Event description:
Customer reported that the pump unexpectedly displayed a reset screen but did not require connection to a power source to reboot. There was no reported adverse impact to the customer's blood glucose level. After being informed that the reset was a routine safety feature of the pump and educated about the necessary steps to resume insulin delivery and dexcom cgm sessions, the customer understood the situation and successfully resumed insulin use without further issues.